Event description:
The ablation catheter had been placed in the patient and had been in use for about an hour (20 burns) but was not steering correctly. The doctor pulled the catheter out of the sheath and noticed an unusual curve. The physician requested a new ablation catheter to complete the procedure.